Manufacturer narrative:
H6: pericardial effusion added to patient codes.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure the patients blood pressure dropped and their hemoglobin dropped from 11 to 8. The patient was diagnosed with a retroperitoneal bleed. The physician gave a blood transfusion to the patient and deployed a stent to treat the perforation and bleed. The patient did well following these events. It was further reported that the patient had an effusion as a result of the perforation from the device. It was also reported that the bleeding occurred at the access point in the right femoral vein.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure the patients blood pressure dropped and their hemoglobin dropped from 11 to 8. The patient was diagnosed with a retroperitoneal bleed. The physician gave a blood transfusion to the patient and deployed a stent to treat the perforation and bleed. The patient did well following these events